Event description:
There has been only one complaint over a 9 year period of this nature. The lady ordered an extra wide shower commode chair for her mother. When it arrived she determined it was too large for her mother and she reordered the mid size shower chair/commode and returned the extra wide one. She then called back and stated her mother was "hanging over" the commode seat. In the back of the chair there is a place where the lid fits, but on a shower chair, the lid is left off and this place for attaching the lid really sits behind the line of the back of the chair. When she called in, co asked what the problem was and she stated her mother was large and that part of her buttocks drooped over the back of the chair and it was uncomfortable. Co suggested deluxe flat surface commode seat. This seat is larger and since she had a problem of being too large to sit on an elongated seat without draping over the sides, co felt the soft seat would be more efficient. This was sent out at no charge to this lady. Until co received this report, co thought she had been taken care of and was satisfied. Actually, she ordered the wrong chair for her mother. No normal or oversized person would have any problem with standard elongated seat. In 9 years co has never had a similar complaint. Even with a lid, this lady would have had problems. With the seat she has now, she will have no problem. This was not a reportable complaint, because the lady only stated that the protrusions at the back of the chair were uncomfortable and co took care of that by replacing the standard seat with a deluxe soft seat which should have been ordered in the first place.